Event description:
It has been reported that the bd bactec¿ mgit¿ 960 supplement kit has been found containing biological contamination. The following has been provided by the initial reporter: this is a report about contamination. The customer found bacteria resembling fungus in the supplement.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 supplement kit has been found containing biological contamination. The following has been provided by the initial reporter: this is a report about contamination. The customer found bacteria resembling fungus in the supplement.

Manufacturer narrative:
H.6 investigation summary: mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Growth supplement batch number 1322587 was provided by the customer. Batch history review for growth supplement batch 132587 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for growth supplement batch 1322587 (3 vials). No evidence of contamination was observed in 3/3 growth supplement retention samples. For further testing 2 growth supplement vials were incubated. One vial was placed into 33-37-degree celsius, and one vial was placed into 20-25-degree celsius at the end of a seven-day incubation period no microbial growth was observed in 2/2 incubated retention vials. Four photos were received to assist with the investigation: the first photo shows a growth supplement vial. The vial is not crimp capped sealed. The stopper is still in the vial and parafilm is around the stopper. The second photo shows a partial growth supplement vial from batch 1322687 (the cap cannot be seen). There does appear to be fungal growth in the media. The third photo also shows a partial growth supplement vial from batch 1322687 (the cap cannot be seen). There does appear to be fungal growth in the media. The last photo shows a partial growth supplement vial from batch 132258 (the crimp cap cannot be seen). Returns were received to assist with the investigation. A growth supplement vial from batch 1322587 was received in a shipping box with two other complaints. The growth supplement vial was received uncrimped capped the stopper was still in the vial and parafilm was around the stopper. There was a fungal-like substance inside of the media. The vial was sent to the microbial identification laboratory, no viable organisms were recovered. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for growth supplement vial batch 1322587 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and no quality notifications were generated during manufacturing and inspection, and there are no other complaints taken on the probable kit batch for contamination. No actions are indicated at this time, bd will continue to trend complaints for contamination. This complaint cannot be confirmed for a defect in a 245124 kit.